Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. Section a1 patient identifier sids: (B)(6).

Event description:
The customer reported falsely decreased total bilirubin results on multiple patients. Results provided: all initial results were <0.10 mg/dl. Sid repeat result (B)(6), 5.10, (B)(6), 2.84, (B)(6), 0.43, (B)(6), 0.21, (B)(6), 0.15, (B)(6), 0.25, (B)(6), 4.45, (B)(6), 0.34, (B)(6), 0.26, (B)(6), 0.38, (B)(6), 0.48, (B)(6), 0.27. No impact to patient management was reported.

Manufacturer narrative:
Abbott field service (fs) investigated the issue on site. The analyzer was inspected, and various diagnostic checks of the system, cleaning, and parts adjustment were performed. There have been no further issues results since the fse was on-site. A review of the architect sn# (B)(4) service history was not able to identify or confirm any additional likely causes. A review of historical data revealed no trends, systemic issues, or related nonconformances. A review of the clinical chemistry systems revealed found no systemic issues or trends for the issue associated with this ticket. Manufacturing documentation for the likely cause did not identify any issues associated with the complaint issue. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or product deficiency was identified for the architect c8000 analyzer.

Event description:
The customer reported falsely decreased total bilirubin results generated on the architect c8000 processing module on multiple patients. Results provided: all initial results were <0.10 mg/dl. Sid repeat result 3002539034 5.10 3002539004 2.84 3002538927 0.43 3002538905 0.21 3002538890 0.15 3002538790 0.25 3002538776 4.45 3002538738 0.34 3002538717 0.26 3002538715 0.38 3002538443 0.48 3002537992 0.27 no impact to patient management was reported.